Manufacturer narrative:
Medical device expiration date: unknown. Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for a sleeve falling off leading to leakage with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for a sleeve falling off leading to leakage was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer® wingset button blood collection set sleeve came off during blood collection and caused a leakage. No injury and medical intervention.